Manufacturer narrative:
Device was not returned for investigation; lot number was not provided. Review of manufacturing records is not possible. Root cause was not determined. It should be noted that this submission is being generated as part of a retrospective review of complaint reports related to caiman devices; since the time of the reported failure and investigation results; instrument has undergone design change. Product not returned.

Event description:
During an open colon procedure on (B)(6) 2014 the device was not sealing as surgeon expected; lack of hemostasis after engaging of device. Surgeon reports lack of sealing is unacceptable. Surgeon used suture to fully close the vessel. No patient injury. Minimal surgical delay; less than ten minutes. Device was discarded; is not available for investigation.